Event description:
Was using a hot snare to remove a polyp during a colonoscopy, while placing the grounding pad and plugging it into the genii, the light turned red and not green indicating the grounding pad was not working properly. Scrub rn unplugged it and plugged it back in again, and the light was still red. Had to open another grounding pad to place on the patient and plug in to get the hot snare to work.